Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into water with insulin pump attached. Customer reported that as a result, a button error alarm was received and could not be cleared. Customer's blood glucose was 135 mg/dl at the time of call. Customer was advised that insulin pump would need to be replaced.